Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 27mm 3300tfx valve in the aortic position was explanted after an implant duration of 8 years, 1 month due to calcification, degeneration of leaflets with decreased mobility, severe stenosis, and elevated gradient. The patient presented with acute onset decompensated heart failure. The explanted valve was replaced with a 25mm 11500a valve. Per medical records, tte on (B)(6) 2024 showed severely elevated gradients due to calcification of leaflets, decreased excursion with mild to moderate valve regurgitation. The patient was not found to be a candidate for tavr due to low coronary height of the rca and was scheduled for urgent redo-CABG and avr with a 25mm 11500a valve. The patient was transported to ICU in stable condition post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years and hyperlipidemia, coronary artery disease.